Event description:
It was reported that the care alert triggered, and the right ventricular (rv) lead exhibited high rv coil impedances. The lead alerts were programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.